Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), abortion spontaneous ('miscarriage') and embedded device ('a metal coil measuring approximately 2.0 cm in length is seen in the fundus with approximately half of that length embedded in the myometrium') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: on (B)(6) 2007, ultrasound performed showed that showed a uterus o f 8 . 1 cm. The right ovary is 2.6 cm in diameter. The left ovary is 2.8 cm in diameter. The endometrial stripe was 5 mm. Concurrent conditions included uterine prolapse and urethral prolapse. Family history included breast cancer (aunt), hypertension (father) and heart disease, unspecified (grandmother). Concomitant products included bupivacaine, ibuprofen, iron and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterine fundus"), 1 year 9 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain") and urinary tract infection ("uti"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and abdominal pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, fatigue, weight increased and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : on (B)(6) 2010, (B)(6) 2006, (B)(6) 2004 current weight 180 lbs. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Patient received treatment for perforation uterus, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one was described in patient's medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: event uti added. Outcome updated, rcc added. Previously reported events of pregnancy with contraceptive device and genital haemorrhage downgraded to non-serious. Previously reported events of bladder/urinary problems deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), abortion spontaneous ('miscarriage') and embedded device ('a metal coil measuring approximately 2.0 cm in length is seen in the fundus with approximately half of that length embedded in the myometrium') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: on (B)(6) 2007, ultrasound performed showed that showed a uterus o f 8 . 1 cm. The right ovary is 2.6 cm in diameter. The left ovary is 2.8 cm in diameter. The endometrial stripe was 5 mm. Concurrent conditions included uterine prolapse and urethral prolapse. Family history included breast cancer (*aunt), hypertension (*father) and heart disease, unspecified (*grandmother). Concomitant products included bupivacaine, ibuprofen, iron and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterine fundus"), 1 year 9 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain") and urinary tract infection ("uti"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and urinary tract infection had resolved and the pregnancy with contraceptive device, abortion spontaneous, embedded device, device expulsion, depression, anxiety, dysmenorrhoea, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2010, (B)(6) 2006, (B)(6) 2004. Current weight 180 lbs discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Patient received treatment for perforation uterus, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one was described in patient's medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome for event urinary tract infection , vaginal hemorrhage, menorrhagia updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tubes)'), abortion spontaneous ('miscarriage') and embedded device ('a metal coil measuring approximately 2.0 cm in length is seen in the fundus with approximately half of that length embedded in the myometrium') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: on (B)(6) 2007, ultrasound performed showed that showed a uterus o f 8 . 1 cm. The right ovary is 2.6 cm in diameter. The left ovary is 2.8 cm in diameter. The endometrial stripe was 5 mm. Concurrent conditions included uterine prolapse and urethral prolapse. Family history included breast cancer (*aunt), hypertension (*father) and heart disease, unspecified (*grandmother). Concomitant products included bupivacaine, ibuprofen, iron and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterine fundus"), 1 year 9 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), abdominal pain ("abdominal pain") and urinary tract infection ("uti"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and urinary tract infection had resolved and the pregnancy with contraceptive device, abortion spontaneous, embedded device, device expulsion, depression, anxiety, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2010, (B)(6) 2006, (B)(6) 2004. Current weight 180 lbs. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Patient received treatment for perforation uterus, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one was described in patient's medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage'), embedded device ('a metal coil measuring approximately 2.0 cm in length is seen in the fundus with approximately half of that length embedded in the myometrium') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: on (B)(6) 2007, ultrasound performed showed that showed a uterus o f 8 . 1 cm. The right ovary is 2.6 cm in diameter. The left ovary is 2.8 cm in diameter. The endometrial stripe was 5 mm. Concurrent conditions included uterine prolapse and urethral prolapse. Family history included breast cancer (*aunt), hypertension (*father) and heart disease, unspecified (*grandmother). Concomitant products included bupivacaine, ibuprofen, iron and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterine fundus"), 1 year 9 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, fatigue and weight increased outcome was unknown, the genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2010, (B)(6) 2006, (B)(6) 2004. Current weight 180 lbs. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Patient received treatment for perforation uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one was described in patient's medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Events added: abdominal pain, genital bleeding, pregnancy: stillbirth/miscarriage, device ineffective, bladder disorder and urinary disorder. Outcome of events "pain, bleeding, bladder/urinary" were updated as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and embedded device ('a metal coil measuring approximately 2.0 cm in length is seen in the fundus with approximately half of that length embedded in the myometrium') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2007, ultrasound performed showed that showed a uterus o f 8 . 1 cm. The right ovary is 2.6 cm in diameter. The left ovary is 2.8 cm in diameter. The endometrial stripe was 5 mm. Concurrent conditions included uterine prolapse and urethral prolapse. Family history included breast cancer (aunt), hypertension (father) and heart disease, unspecified (grandmother). Concomitant products included bupivacaine, ibuprofen, iron and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/ pain/ pain pelvic/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: uterine fundus"), 1 year 9 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2010, (B)(6) 2006, current weight (B)(6). Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one was described in patient's medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : case category was updated to incident . Events added- vaginal haemorrhage, menorrhagia, device expulsion, depression, anxiety, dysmenorrhoea, fatigue, uterine perforation, weight increased, embedded device. Model number updated from ess305 to ess205. Outcome of event pelvic pain updated to ¿recovering ¿. Severity of event ¿ pelvic pain¿ updated. Insertion date updated. Removal date added. Concomitant products added. Reporter information, patient details, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.